Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, non-calcified lesion with no stenosis located in the distal left anterior descending (lad) artery.the device was inspected with no issues noted. Negative prep was performed with no issues noted. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent shaft stuck to the non-medtronic guide wire during advancement. It was stated that the stent shaft detached during an attempt to remove the device. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: there was a detachment on the inner member and distal shaft, distal to the exchange joint. The detached distal section of the device was trapped on the guidewire. The material at all detachment sites was stretched and uneven. Severe bunching was noted to the inner member immediately proximal to the proximal markerband. It was not possible to remove the distal section of the device from the guidewire due to the bunching of the inner member. No other damage was evident to the remainder of the device. Three still images were provided for review. A guidewire was loaded in the device. There was a detachment on the distal shaft. The lot number (0009610891) on the label of the shelf carton matches the lot number reported. Additional information: the device was not kinked and re-straightened during use. The guidewire used was a 0.014¿ non-medtronic guidewire. The guidewire was examined and flushed before use with no issues noted. There were no difficulties noted when loading the device onto the guidewire. The guidewire was used successfully with other devices prior to the difficulties occurring. It was later reported that the detachment occurred proximal to the guide catheter hub. I was later reported that the stent was stuck on to the guidewire after insertion and force had to be used to pull the stent out and as a result the stent shaft broke. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.